Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
Information was received from a patient who was implanted with a neurostimulator for depression and movement disorders. It was reported that on (B)(6) 2016, the patient experienced a migraine and was not functioning very well. No other information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.